Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the symptoms and on the same day the patient was diagnosed with peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient began treatment with vancomycin (2 gram every 48 hours, for six days) and ceftazidime (2 gram daily during night cycle, for two weeks) therapies via intraperitoneal route for peritonitis. The patient recovered from the peritonitis event and the action taken with pd therapy was not reported. No additional information is available.